Manufacturer narrative:
A partial altis sling and detached dynamic suture were received for evaluation. Examination of the sling revealed straight edges in a "v" formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation for removal. Examination of the detached dynamic suture revealed that the dynamic anchor and tensioner were detached from the suture and were not returned with the device. Further examination of the suture confirmed the welded area of the suture had delaminated/detached completely from the mesh itself. Blood residue was noted on the mesh. The information received indicated that the dynamic anchor was implanted and during tensioning, the suture on the dynamic side detached from the mesh, which required the physician to cut the sling in order to remove it. Based on the information received and review of the returned components, quality confirmed that the dynamic suture detached from the mesh. Review of the detached dynamic suture revealed the entirety of the suture including the welded area detached fully from the mesh, with no suture still attached to the mesh. The full delamination of the suture from the mesh indicates that excess stress was exerted to result in the observed separation. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. A partial altis sling and detached dynamic suture were received for evaluation. Examination of the sling revealed straight edges in a "v" formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation for removal. Examination of the detached dynamic suture revealed that the dynamic anchor and tensioner were detached from the suture and were not returned with the device. Further examination of the suture confirmed the welded area of the suture had delaminated/detached completely from the mesh itself. Blood residue was noted on the mesh. The information received indicated that the dynamic anchor was implanted and during tensioning, the suture on the dynamic side detached from the mesh, which required the physician to cut the sling in order to remove it. Based on the information received and review of the returned components, quality confirmed that the dynamic suture detached from the mesh. Review of the detached dynamic suture revealed the entirety of the suture including the welded area detached fully from the mesh, with no suture still attached to the mesh. The full delamination of the suture from the mesh indicates that excess stress was exerted to result in the observed separation. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the suture break occurred on the dynamic side. It was noted that the anatomy seemed normal after discussion with the surgeon. It's possible the pelvis was narrow, but rotation of trocar seemed like it should have been the appropriate amount to compensate.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional altis device referenced in b5 is captured under a separate report.

Event description:
According to the available information, the suture break occurred on the dynamic side. It was noted that the anatomy seemed normal after discussion with the surgeon. It's possible the pelvis was narrow, but rotation of trocar seemed like it should have been the appropriate amount to compensate.

Event description:
According to the available information, both anchors were placed and when the doctor was tensioning the altis, the suture broke. Static anchor was placed on the patient right and dynamic was placed on the patient left. The suture broke and both anchors stayed in place. The doctor removed the original sling by cutting it out of patient. The second altis (same lot #) was implanted. Doctor did cystoscopy. The patient still seemed to leak, and it could not be determined why. The sling was flat and up against the urethra extended to both obturators. Both trocars were rotated to where the grey was up on the handle slightly further on patient right.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional altis device referenced in b5 is captured under a separate report.